Event description:
Patient was undergoing a cardiac ablation in the e.p. Lab. The patient had a grounding pad applied over the flank area connected to the boston scientific generator. When the ablation was started, she immediately began to complain of a burning sensation. The procedure was stopped, the pad was removed, and a new pad applied. The procedure was continued without further complaints using the same generator. The patient was found to have a third degree burn under the grounding pad which required treatment at an outpatient burn clinic and surgery on the burn. The staff did not isolate the generator used at the time of the incident or take it out of service. They have two like generators on the unit, therefore I am submitting a report for both units.